Event description:
Migrating pain in forearm 20 minutes post IV start in left hand. IV angiocath immediately removed and angiocath found to be missing its tip (22 ga 1.00 in - 0.9 x 25mm). Tourniquet placed on upper arm. X-rays performed on hand and arm but foreign body not found! Vascular consult. Foreign body is thought to have floated into pulmonary tissue. Patient informed.